Event description:
On (B)(6) 2014, I received a medtronic interstim for neurogenic bladder in my lower right back. The interstim did not work very well as it did in the testing, but it did help about 15%. Four months later, the machine stopped working; only one of the programs of the four would come on and that one gave me no relief. I also went to physical therapy to continue to get help, but I could not get the medtronic people to come and help me and another woman. Their business is not very professional after you receive the device. I couldn't get any questions answered and the one time I talked to a representative, he was extremely rude. Unfortunately, my doctor didn't have any luck with the medtronic people either. I went to see another doctor in (B)(6) and the representative hooked my machine up to his database and said that the programming is completely messed up. He claimed I must have fallen, which I did not. The doctor's office and the medtronic representative wanted to put another device in on the other side. After praying, I decided to get a second opinion from a doctor in (B)(6); dr. (B)(6). He performed the same testing to diagnose my problem, and concluded I have stress incontinence, rather than neurogenic bladder. We have had several promising visits. I am starting to have pain where the original device was put in and I have asked dr. (B)(6) to remove the device.